Manufacturer narrative:
Findings: unit was not received stuck in the manufacturing mode. Unit received with missing retainer ring. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received no delivery alarm and the reservoir was not locking in place. The customer¿s blood glucose level was 110 mg/dl at the time of incident. The customer reported that the reservoir casing was broken. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.